Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart racing/palpitations. The right atrial (ra) lead was noted with noise resulting in mode switch. Insulation damage was suspected to be caused by probable clavicular crush. The lead was capped and replaced. No further patient complications have been reported as a result of this event.